Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator change. After conversation with the patient and interrogation of the device, it was discovered that the patient was experiencing phrenic nerve stimulation from the right ventricular lead. The lead was capped and a new lead was placed in the rv septum, resolving the pns. The patient was stable.